Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd fluid, abdominal pain and vomiting. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized for the event. Treatment for the event and patient outcome were not reported. Action taken with pd therapy was unknown. No additional information is available.